Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as red, bumpy, and itchy. The patient later described the skin irritation as blistered. The patient's doctor prescribed hydrocortisone cream and advised to remove the lifevest. There is no alleged device malfunction. Follow up was completed and the skin irritation was improving.